Event description:
It was reported that the patient presented for an ablation procedure. A ventricular leadless pacemaker (vlp) was implanted during this procedure. Interrogation of the vlp post-surgery noted the device was not capturing. The outputs were increased to compensate for the lack of capture, but this did not alleviate the issue. Fluoroscopy confirmed the vlp dislodged and the chevron was moving constantly, however, the vlp was still attached to the right ventricular septum. The patient was unaffected. The vlp was successfully retrieved and a new vlp was implanted. The patient was stable throughout the procedure.